Event description:
It was reported that there was a crack identified in the instrument after opening the box. There was no patient involved with this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. This failure is typically associated with mishandling/misuse.